Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp). Findings: (B)(6) hospital record MRI findings of pseudotumor and metallosis along with elevated metal ions, and elevated inflammatory markers. No findings on left hip in MRI; however; patient has similar product in that hip. Patient had worsening pain. Underwent stage I revision where products were explanted and replaced with antibiotic spacers. Cloudy thick fluid from capsule, corrosion at the modular junction on both the neck and stem side which was easily removed with minimal bone loss, and positive intraop frozen section confirming infection. Acetabulum was cleared of debris after component was removed. Poly trails placed, cement mixed with antibiotics used, after debridement and washings. Patient treated with antibiotics via PICC line post procedure. Patient admitted for stage ii revision. Office visit shows patient is doing well and ready for stage ii implant. Notes that the intra-op cultures never grew any organisms. Her labs have been completely normal so there is a good indication that the abnormalities were likely due to metallosis rather than true infection. While we can not completely rule out infection we are comfortable going ahead with stage ii revision. Stage ii revision op note shows previously placed antibiotic spacers removed entirely and replaced with permanent implant showing good placement per intra-op x-ray and rom testing showed stability. No complications noted to stage ii procedure 9 month post op visit shows patient doing well, pain with some activities such as sleeping on right side, but improving and no post op complications. Patient satisfied pt noted that the patient had been using one crutch for ambulation however not using and assistive devices at this point and progressing well. This is not an unexpected finding as the patient is about 2 months out from stage ii revision surgery secondary to metallosis. It is not unusual for a patient to heal at varying rates from the staged procedure and to require some supportive devices while the hip heals and stabilizes for support and to prevent undue strain and potential falls. Root cause remains unchanged from previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet as the location of the device is unknown. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Concomitant medical products: item# unk, unk cup, unk lot #. Item# unk, unk screw, unk lot #. Item# unk, unk competitor stem, unk lot #. Item# unk, unk competitor head, unk lot #. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 - 04987, 0001822565 -2019 -04989.

Event description:
It was reported that patient had lab work done after an unknown amount of time post implantation that noted elevated levels of cobalt. An MRI taken approximately 5 years after implantation notes pseudotumor near the right hip implant and serum lab tests showed indicators for infection. A aspiration using ultrasound guidance no fluid was aspirated after two attempts, findings were suspicious for altr and preop labs showed indicators for inflammation. Patient was revised on an unknown date during revision surgery presence of infected tissue was noted. The hip was replaced with a spacer infused with antibiotics. On a later date the surgeon performed an arthroscopy and replaced the spacer with the prosthetic joint. Attempts have been made and additional information on the reported event is unavailable at this time.